Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. The pt was hot harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) and backlight inverter pcb. The unit passed extended self-testing.